Event description:
It was reported to covidien in 2009 that a customer had an issue with a dental needle. Customer reports during use, needle migrated into hub.

Manufacturer narrative:
Submit date: 02/10/2009. An investigation is currently underway; upon completion, the results will be forwarded.